Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The potential root cause of this event is unknown; however, the treating doctor indicated that bruxism and pre-existing clinical condition were the main factors for tooth extraction, and the treatment plan may have aggravated the condition. Align's clinical review of available records indicates no significant findings suggestive of a preexisting pathology that would justify the extraction. Additionally, tooth #31 was not scheduled for any programmed movements as part of the treatment plan. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the reported tooth loss. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient had symptoms of tooth loss (tooth #31). It is unknown if the patient required any additional medical intervention or medications to alleviate the reported symptoms beyond the prescribed otc pain medication, dental rinse, and antibiotics. It is unknown if any clinical or laboratory tests were performed.